Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was unknown at the time of the incident. The screen switches on and off all the time with audio alarm. The customer was unable to stop it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display anomaly noted. Unit was received with cracked case on the back at the battery tube area, belt clip rail corner and battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.